Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient presented with some mesh erosion on (B)(6) 2011. The mesh was trimmed, and the patient was given a cream to help. During a follow-up appointment on (B)(6) 2011,the patient again presented with mesh erosion which was again trimmed. The patient did not have a follow-up after the (B)(6) 2011 appointment. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.